Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "surgeon claimed pump inaccurate." "B.braun received a message from (B)(6) (bme manager from (B)(6) hospital) on the (B)(6) 2022, 9.30am and attended the case on-site on the (B)(6) 2022, 11.00am. B.braun staff met with (B)(6) hospital ICU sister-in-charge sister (B)(6) with bme manager (B)(6) and were informed that the patient primary physician feel that the pumps were not accurate. B.braun staff received 8 pumps - article no. 8713030 in total. Downloaded device histories were analyzed with sister (B)(6). Article no. 8713030 sn (B)(4) was not using drug library but suspected to be infusing noradrenaline (2mg diluted in 50mls) based on matching hospital chartings, suspicions agreed by sister (B)(6) (prescribed range dose of 0.01 - 3 mcg/kg/min). Article no. 8713030 sn (B)(4) was not using drug library but suspected to be infusing adrenaline (2mg diluted in 50mls) based on matching hospital chartings, suspicions agreed by sister (B)(6) (prescribed range dose of 0.01 - 0.5 mcg/kg/min). Article no, 8713030 sn (B)(4), was using drug library midazolam based on device history. Article no. 8713030 sn (B)(4) was not using drug library but suspected to be infusing morphine based on matching hospital chartings, suspicions agreed by sister (B)(6). Article no. 8713030 sn (B)(4) was not using drug library but suspected to be infusing gtn based on matching hospital chartings, suspicions agreed by sister (B)(6). Article no. 8713030 sn (B)(4) was not using drug library but suspected to be infusing kcl based on matching hospital chartings, suspicions agreed by sister (B)(6). Article no. 8713030 sn (B)(4) was not using drug library but suspected to be infusing propofol 1% based on matching hospital chartings, suspicions agreed by sister (B)(6). Article no. 8713030 sn (B)(4) last use was on (B)(6) 2022. No abnormalities were discovered, device histories match with hospital's records. Hospital bme (mr au) checked and claimed that the pumps were within specifications. According to sister (B)(6) report, patient was pronounced dead on the (B)(6) 2022, 10.10pm."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device history files were read and analyzed. On the day of occurrence could be found a infusion with the drug short name "midazola". During the infusion, no abnormalities were found, at the end of the infusion the pre-alarm occurred and a few minutes later the syringe holder open alarm occurred. It could not be excluded, that the syringe holder was opened during the infusion. The syringe was extracted. No other abnormalities were found in the device history. A visual inspection was performed. No visible damage are to located. A functional test was performed. The device passed the self test. A terumo 50ml syringe was inserted, and the pump identified the syringe and it could be selected from the menu. It was possible to put the pump in operation. A malfunction of the syringe holder could not be detected. During the functional test, considerable play was detected at the drive. In addition, the drive was very loud during travel. This indicates a fall or impact damage. Individual inspection (with terumo 50ml): a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +2,01%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. Individual inspection (with ops 50ml): a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,66%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. The strain gauge pressure measurement and the motor power limitation was checked according to the requirements of the technical safety check. The device met the required values and standards. All measured values were within our specification. A long-term test about 24h was performed. A infusion was started with a terumo 50ml syringe. During this long-term test, no malfunction could be detected. The device was disassembled and the inside was investigated. Inside the device could be found liquid residues. The drive pin from the drive was bent and the drive head housing was damaged. Based on the damages, the drive will be changed. The complaint could not be confirmed. During the check with the terumo 50 syringe, a slight deviation could be detected, however a impact damage could be detected during the investigation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.